Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that after aspirating the medication with a bd precisionglide¿ needle, the needle fell out of the hub as the nurse was clearing air out of the needle in preparation for injection. There was no report of exposure, serious injury, or medical intervention.